Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the air and water supply volume did not meet standard value and the water removability did not meet standard value due to the clogged nozzle, the bending section cover had discoloration, the adhesive on the bending section cover had a white clouded and discolored area, the control unit, air/water cylinder, light guide connector, and connecting tube had discoloration, the universal cord, video cable, and connecting tube had a scratch, the protector of the video cable section had a cut, and the distal end cover had a dent . The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an issue with the air/water flow system. It is unknown when the issue was found, and no procedural information has been provided at this time. The device was returned for evaluation and during the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: the operational manual gif/cf-170 series chapter 3 preparation and inspection describes the methods for detection. The reprocessing manual gif/cf-170 series chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.